Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The rptr was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leak from the air filter vent of the piercing pin of the tubing set. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no add'l info was provided.